Event description:
According to the available information, retrace was used as a single wire ureteral access sheath. When the doctor glided the introducer over the guidewire which was inserted into the distal tip and comes out of the lateral exit eye, the guidewire was released from slit.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints but we didn't find other complaint regarding the lot number 8649229. Checking the quality databases did not reveal any anomaly in relation to the described defect. On 7th septembe,r we received one used sample. At visual investigation, the slit seemed conform. We passed a guidewire (0,89mm) through the retrace by the lateral exit eye, the guide did not come out through the slit. The functionnality of this retrace is normal. Therefore, the defect described by the user could not be verified during the investigation so the root cause of the complaint could not be determined.